Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles and low reservoir alarm. The customer states they have not received any type of no delivery alarm, and the air bubbles are in the tubing. Troubleshoot was not completed due to call dropping. The customer was attempted to be reached, but the called dropped once more. No further assistance was provided at this time.